Manufacturer narrative:
Upon further review, the initial decision to report was incorrect resulting in the initial report being submitted in error. When the system message- fluidics is displayed all other functionalities including cutting and aspiration will be inhibited and hence the standalone event code system message - fluidics is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The previously submitted event under manufacturer mfg. Report num: 2028159-2026-00086 does not meet the criteria for MDR reporting as per applicable regulations. Hence, no further reports will be submitted under mfg. Report num: 2028159-2026-00086. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during a vitrectomy surgery an ophthalmic system did not function and displayed system message (sm) .there was no possible aspiration and cutting. The surgery was successfully completed after rebooting the system. There was no information provided regarding the patient impact. This report is pertaining to the system reported in the file.